Event description:
It was reported by he affiliate that during a hernia repair procedure, the staples were delivered "acrossed." They used another like device to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
No conclusion can be reached based on the analysis results as to what may have caused the reported incident. The device was rec'd with the shaft slightly bent. However, visual and functional analysis concluded that the device functioned properly and deployed the remaining anchors prior to the empty indicator engaging. The instrument was fully functional. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.